Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the air/water channel tested positive for unspecified microorganisms but the result cleared the (B)(6) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device repeatedly tested positive for several microorganisms. On (B)(6) 2017, the subject device tested (B)(6) for (B)(6) (75.56cfu/100ml in total). On (B)(6) 2017, the subject device tested (B)(6) for (B)(6). The subject device had been reprocessed using non-olympus automated reprocessor (aer: soluscope) before the culturing test. There was no report of infection associated with this report.